Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was at 15% battery life then powered off. The customer acknowledged that a low power alert annunciated just prior to the pump shutting down. There was no reported impact to the customer's blood glucose level.